Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. It was reported that when the patient returned for follow up on an unknown date a type ib endoleak due to migration of the stent graft limb etlw1624c124ej was observed. It was reported that originally the right common iliac artery was 20mm and this had now increased to 26mm. The distal edge of the stent graft limb had migrated into the aneurysm. An intervention was performed approximately five days post the index procedure and the stent graft limb etlw1613c199ej was implanted proximal of the original implanted stent graft limb etlw1624c124ej (at the flow divider of the bifurcated stent graft) and landed at the right external iliac artery. Overall touch-up was performed, and the procedure was completed without any endoleak. As per the physician, the cause of the event was due to the patient¿s short right common iliac artery and large diameter of the common iliac artery. No additional clinical sequelae were reported and the patient is fine.